Manufacturer narrative:
A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that patient presented for a system implant. During the procedure, the right ventricular lead exhibited failure to sense, and failure to capture when connected to the pacemaker. Lead was disconnected from the pacemaker and the lead was repositioned, the lead was tested again through the psa and the lead failed to sense and pacing thresholds were high. A different lead was used to complete the procedure. The patient was stable.